Event description:
It was reported that during an axial cervical vertebrae fusion, when the surgeon tried to remove a screw using the extraction screwdriver, the thread on the extractor broke. Surgeon was able to remove the screw and complete the procedure without any patient harm or surgical delay. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: a product development evaluation was conducted. The report indicates that the extraction screwdriver belongs to the vectra, vectra-t and vectra-one spinal fusion systems. This device is for use in removing screws from existing implants. The applicable technique guide was reviewed for the proper use of this instrument. Proper instructions and caution notes of potential breakage if not used correctly are included. This device is also used to remove screws of the anterior cervical compression system (accs). One extraction screwdriver was returned with the complaint that ¿during an axial cervical vertebrae fusion, the surgeon tried to remove a screw using the extraction screwdriver, the thread on the extractor broke.¿ upon inspection of the returned extraction screwdriver, the reported condition of broken tip was confirmed. The inner shaft of the device is missing a 2.6mm portion of the distal threaded end. An off axis condition can cause the fracture seen with this complaint, and the force applied could have exceeded the tensile strength of the tip of the inner shaft. Rough handling during sterilization or contact with other instruments may have resulted in this complaint condition. The returned instrument was examined and the complaint condition of a broken tip was confirmed. The calculated occurrence rate is acceptable under the system risk assessment. The failure mode is consistent with either the application of an off-axis load or over tightening the inner shaft into the implant; a definitive root cause was unable to be determined with the provided information. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history review: extraction screwdriver - lot 6478818. (B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.